Manufacturer narrative:
Limited information is available for this retrospective clinical study (B)(6). The btg physician is in agreement with the principal investigator's assessment and has considered this event to be serious and related to therasphere. Liver decompensation with ascites resulted in the abdominal distention reported. Liver decompensation with ascites is a known possible adverse event associated with therasphere treatment. No additional information is expected. If additional information is reported, a follow up report will be submitted.

Event description:
Subject (B)(6) is a (B)(6) male patient with a history of diabetes, hypertension, benign prostatic hypertrophy and fatigue enrolled in a retrospective clinical study ((B)(6)). This patient was diagnosed with hcc (bilobular: 2 lesions on the left lobe and 2 lesions on the right lobe) on (B)(6) 2016. Presence of hypertension diagnosed (B)(6) 2016. Etiologic associations with hcc: liver cirrhosis & non-alcoholic fatty liver disease. Baseline bclc stage b. No prior sorafenib treatment before therasphere and no disease specific surgery. Pvt was absent and there was no ascites or encephalopathy noted at screening. Splenomegaly was noted at screening. Right lobe lesions: 42 x 36 mm and 20 x 22 mm / left lobe lesions: 21 x 21 mm and 14 x 16 mm. This patient was administered therasphere on (B)(6) 2016 (unknown dose). Worsening of ascites was noted at 42 days post procedure on (B)(6) 2016. On (B)(6) 2016, the subject was hospitalized for abdominal distention. The principal investigator assessed the event as serious and possibly related to the therasphere. The patient recovered and the event was reported as resolved on (B)(6) 2016. This patient received a liver transplant on (B)(6) 2016. This event was not reported to btg by the treating physician at the time of the event in 2016.